Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, he woke up and his blood glucose was 390 mg/dl. He attempted to take a correction and the insulin pump alarmed no delivery. Troubleshooting was performed to find the cause of the alarm. The customer was advised to remove disconnect at the quick release and perform a fixed prime, insulin didn't exit and the device alarmed no delivery. The customer was advised to disconnect and reconnect the reservoir and infusion set. Then to manually push insulin through the tubing using the reservoir plunger. The customer stated no insulin exit. The customer was advised to replace the infusion set and reservoir, which the customer was able to treat successfully. Customer checked his blood glucose during the call and it had dropped to 372 mg/dl. The customer is not returning the reservoir for analysis.